Manufacturer narrative:
Sc-1200 (sn (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was confirmed. The ipg passed all testing and exhibited normal device characteristics. An analysis of the data log revealed that prior the explant procedure, there were charging issues due to the thermistor being triggered multiple times and poor charger-ipg alignment. These factors are known to contribute to charging difficulty when users dont follow the instructions for use (IFU). Therefore, this investigation will be assigned a probable cause of failure to follow instructions. The ipg thermistor was likely being triggered due to poor ventilation while charging or poor charger-ipg alignment while charging. This resulted in the ipg not being fully charged, which in turn reduced its capacity and made it seem as though it was not holding a charge.

Event description:
It was reported that the patients ipg was not holding a charge. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.